Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual and microscopic inspections were performed, and it was observed that the device had the female telescope, and its internal sheath cut, the drive cable was broken, and the imaging window was twisted and kinked. Also, the sheath was kinked, and the guidewire exit port was torn. The tip was not observed kinked. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 04oct2024. It was reported that the device tip got kinked. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. An opticross 18 imaging catheter was selected for endovascular therapy (evt). However, during the procedure, it was noted that the tip of the device got kinked. The entire device was removed, and the procedure was completed with a different device. No patient injury reported. However, device analysis revealed a twisted imaging window.